Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead became dislodged and the helix was difficult to extend or retract after several attempts. The lead was not used and replaced. Patient was stable during and after the procedure.